Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed instructions to uninstall and reinstall the app, as well as reconnect the pump through bluetooth settings, resolving the issue and successfully pairing the pump with the mobile app.